Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(4) 2016 a medtronic representative, following-up at the site, reported checking out the monitor and could not replicate the problem. Also checked both internal and external wires that were in act. The monitor did not flicker for the 15 minutes spent checking it out. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative reported a site's navigation system monitor that was flickering and changing hues. In trouble-shooting, checking the wires and tightening them down resolved the issue, the flickering stopped. No further details regarding the reported behavior were provided. There was no patient present when this issue was identified.